Event description:
The needle disconnected and was stuck in the skin[device induced injury]. Case description: a medical doctor reported that a pt with diabetes experienced that a novofine needle 30g (8mm) broke off in their abdomen. While administrating rapid acting insulin in the abdomen,the needle disconnected and was stuck in their skin. A radiologist removed the needle the same day and the pt recovered.